Manufacturer narrative:
Concomitant medical products: non-bd concomitant-disposable: one used 100ml baxter bag, lot: p389916, exp: aug20, 0.9% sodium chloride injection the affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Admitting diagnosis: diabetic ketoacidosis. Information on initials, weight, date of birth, and race/ethnicity was requested by not provided.

Event description:
It was reported that patient was receiving insulin infusion 100units/100ml through IV infusion pump due to diabetic ketoacidosis (dka). The rate of insulin infusion was set at 4ml/hr. 30 minutes into infusion, the nurse came to bedside and found that the insulin has all been infused and the bag was empty. There was no indication of hypoglycemic event as the patient was also receiving IV dextrose 10% with potassium chloride as well as normal saline. The patient was visiting the area and requested to be transferred to (B)(6) hospital, which is close to where she lives, to continue her care.

Event description:
It was reported that patient was receiving an insulin infusion, 100units/100ml via IV infusion pump for diabetic ketoacidosis (dka). The rate of insulin infusion was set at 4ml/hr. After 30 minutes into infusion, it was noted that the insulin was completely infused and the bag was empty. There was no indication of a hypoglycemic event as the patient was also receiving IV dextrose 10% with potassium chloride as well as normal saline. The patient continued her care at a different hospital.

Manufacturer narrative:
Additional information added to: the customer¿s report with an infusion of insulin completed sooner than expected was confirmed in the event log and is the result of a dose change. The pcu error log showed no errors or malfunctions. The pcu event log identified an infusion of insulin which was initially programmed to infuse at a rate of 4.1ml/hr vtbi 100ml. The log record minutes after the start of the infusion that the source device was selected, and the dose was changed to 4.1 units/hr, which changed the rate to 100ml/hr. The dose was changed again to 4 units/hr which changed the rate to 97.561ml/hr. Approximately one hour later source pump module was channeled off. Testing performed on the source pump module s/n (B)(4) found the device delivering IV fluids within specification. The pcu event log recorded the pcu is powered on, (B)(6) 2019 at 8:52 am. Attached to the pcu are pump module s/n (B)(4) (channel a) and pump module s/n (B)(4) (channel b). The pcu is believed to be in the ¿critical care¿ profile. The log show on (B)(6) 20109 at 8:53 am, the source pump module s/n (B)(4) is selected and programmed to infuse insulin (drug ID 213). The infusion was configured with the following parameters: drug amount 4.1 units, diluent volume 100ml., rate 4.1ml/hr., vtbi 100ml the root cause was believed to be the result of the infusion programing.